Manufacturer narrative:
(B)(6). This is a report of a system error 2240 as a result of use error. There was an open clamp and a loose connection reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. In addition, the guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice during dwell 3 of 4. The home patient (hp) was connected. The hp reported a clamp on an unused supply line was open and the connection to an empty supply bag was loose. The technical service representative had the hp cycle the power to clear the alarm. There was no serious injury or medical intervention reported.